Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Expiration date: (expiry date: 02/2023). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that prior to biopsy procedure, the mechanism to cock gun for biopsy is very difficult. Requires much force, unable to do single handed. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was returned for evaluation. The magnum instrument was visually inspected upon receipt, and it was found there is a screw missing. Sleds and cocking slide are worn and discolored, and sled indicator silver piece is discolored. The device was functionally tested and failed the tests as the gun was double cocking due to gun is very dry. Also, sequencer weldment assembly needs to be update. Therefore, the investigation is determined to be confirmed for the reported difficult to prime issue. The root cause for the reported difficult to prime issue was determined to be the gun is very dry. During evaluation it was also determined to be sleds and cocking slide are worn, and sequencer weldment assembly were outdated these are likely contribute to the reported difficult to prime issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiry date: 02/2023), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to biopsy procedure, the mechanism to cock gun for biopsy is very difficult. Requires much force, unable to do single handed. There was no patient contact.